Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess), the surgeon alleged the navigation system was inaccurate by approximately 5 millimeters. The alleged inaccuracy was discovered immediately after registration, when verifying accuracy. The surgeon attempted to re-register the patient 5 times, each time the registration failed to pass. After system reboot. The surgeon was able proceeded with navigation and the system functioned as intended. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age not available from the site. On (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to duplicate the reported issue. A software investigation was completed and found that the cause was unable to be determined without further information since the behavior could not be replicated.